Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Leading up to the event, the patient received an m31 air detected in cassette alarm during drain two of eight of their therapy. The patient had drained 155 ml of an expected 2000 ml at the time of the reported alarm. During troubleshooting, there was nothing noted with the supplies or the setup that could have caused or contributed to the alarm. A technical support representative advised the patient to re-setup with new supplies and call back if additional problems arose. Upon attempting to start their next therapy, the patient received a not enough supply bags for total treatment message followed by a heater bag not detected message. A technical support representative was again contacted and troubleshooting steps were unable to resolve the alarms. At this point, the patient mentioned that they had discovered fluid within the cassette compartment of the cycler upon removing their previous supplies. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not plan to do treatment that night. A replacement cycler was scheduled to be delivered to the patient. At this point in time, there was no report of patient injury or medical intervention required as a result of the reported event. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and identified that the heater tray was rubbing against the top cover of the cycler. No physical damage was noted with the device. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and scheduled to be replaced. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A load cell verification test and patient sensor calibration tests were also performed and the cycler was found to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the fluid leak and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.